Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results on the nano system within 10 minutes: 260 mg/dl (lot 475591), 104 mg/dl (lot 475591), 175 mg/dl (lot 475591), and 190 mg/dl (475868). No adverse event reported. The remaining strips were used for strip lot number (475868); therefore, no product could be requested to be returned for product evaluation.